Manufacturer narrative:
Date of event: (B)(6) 2019 has been selected to estimate the asked but unknown event date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a bilateral stent placement procedure performed on (B)(6) 2019. Two stents were placed, one in each ureter. Reportedly, the physician left the strings on in order for the patient to be able to remove the stents at home. According to the complainant, while attempting to remove the stents at home, the patient successfully removed the first stent. However, while attempting to remove the second stent by pulling the suture, the stent could not be removed. The exact date the patient attempted to remove the stents at home was not reported. The patient had to go back in to see the doctor in order to have the second stent removed. The doctor successfully removed the second stent from the patient. The exact date the patient returned to the physician to remove the stents was not reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.